Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels decreased to 33 mg/dl while wearing the pod between 5 and 24 hours. The patient loss consciousness and went into hypoglycemia. Emergency services were called and the patient was given sugar. The patient declined to get transported to the hospital and continued treatment at home. The patient was still not feeling well and went to the hospital later that day. The patient was treated with an infusion and the pod was removed from the patient's leg. The patient was discharged from the hospital after two days.